Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shocking at the (ins) pocket site while sitting down. Pt states that (ins) stimulation has been turned off and that (ins) pocket site is sore and tender to palpate. No additional symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.